Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle, as well as blood and charred tissue was observed on the jaws. The heater wire was observed to be flexed away from the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation on both the hot and cold jaw was observed to be cracked along the inside of the jaws. The silicon insulation on tip of the hot jaw was observed to be whitish-gray in color. No other visual defects were observed. An electrical evaluation was conducted. Pre-cautery testing was performed with a reference cable and reference power supply vh-3010 at level 2.5. As soon as the power supply was turned on, the hemopro self activated immediately. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. Only when power was cut off to the device, did the device turn off. The handle was opened and the internal components were evaluated. The switch was examined under microscopy. No residue or contamination was seen on the switch. The pre-cautery testing was repeated with the same results. Based on the return condition of the device, and the results of the investigation, the reported failure "self-activation or keying" is confirmed as well as the analyzed failures "bent wire", " thermal decomposition of device". Specific actions for the reported confirmed failure is being maintained and documented under maqeut¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro conical tip dissector was exchanged with the cannula and the device shears were inserted. Upon connecting the dc power supply, an audible, continuous beeping was heard. The hospital inserted the cannula into the btt port and began to advance the shears, but noticed a glowing red tip and immediately removed the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro conical tip dissector was exchanged with the cannula and the device shears were inserted. Upon connecting the dc power supply, an audible, continuous beeping was heard. The hospital inserted the cannula into the btt port and began to advance the shears, but noticed a glowing red tip and immediately removed the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.